Event description:
It has been reported that device does not issue voice prompts.

Manufacturer narrative:
(B)(4). Device evaluation pending. Initial report being submitted due to possibility that issue represents a reportable malfunction under 21 cfr 803.3.